Event description:
Pt presented with chest pain and diaphoresis. A type b dissection of a descending aortic aneurysm was diagnosed by CT and tee. While medical therapy was instituted and ongoing the aneurysm ruptured and was repaired using gore tag stents. Returned to or the same day for endoleak related to antegrade left subclavian flow resulting in need for left subcalvian to left common carotid transposition. Returned to or the next day related to proximal stent graft collapse requiring angioplasty and insertion of a third stent. In 2009, following balloon angioplasty of implanted device a third stent was placed.